Event description:
It was reported that during implant attempt the right atrial lead had high lead impedance "over 2000 ohms". Several placement attempts were made. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism.